Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. However, there is no objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event. The patient¿s pd culture yielded growth of candida which is a yeast often implicated in fungal peritonitis. The cause of the patient¿s fungal peritonitis is unknown. However, fungal peritonitis is a known potential complication in pd patients.

Event description:
A peritoneal dialysis (pd) patient reported being diagnosed with fungal peritonitis which required the removal of their pd catheter (not a fresenius product). The patient was reportedly switched to incenter (in) hemodialysis (hd) and unsure if they would continue any dialysis. During follow up, a clinic response was received which indicated the patient¿s pd culture yielded growth of candida and the patient was diagnosed with peritonitis on (B)(6) 2019. Additional treatment details were not provided. The patient reportedly recovered from the peritonitis event. The cause of the patient¿s fungal peritonitis was unknown. However, in the clinic response, it was indicated the infection was not caused by any fresenius device, or product. Multiple attempts were made to obtain additional information related to the reported event, and at this time, no further details have been provided.

Manufacturer narrative:
Correction: d11; concomitant products were inadvertently omitted from the initial report. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.